Manufacturer narrative:
Device label code for f10. Position 1: 1738 evaluation: the product was not returned to datascope for evaluation. The item was discarded by hosp.

Event description:
After iabp for 1 hour, the iab leaked. When the iab was removed, the inner lumen was broken the iab was not returned to co for eval. The iab was discarded by the facility.